Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) was likely due to pre-existing patient anatomy (dense chordae tendineae of the anterior leaflet). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 atrial and ventricular functional mitral regurgitation (mr) and with dense chordae tendineae for a mitraclip procedure. During the procedure, first mitraclip xtw was placed on central side of anterior and posterior leaflet 2 (a2/p2) and second mitraclip nt was placed on the medial side. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. After 3 hours of the surgery, transthoracic ultrasound confirmed that there was single leaflet device attachment (slda) has occurred for the second mitraclip nt and clip was no longer attached to the anterior mitral leaflet. Mr was grade 2 after slda.